Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box history revealed one occlusion alarm and one call service (cs) 012 alarm recorded on (B)(4) 2015. The returned battery cap and a test cartridge cap were used to complete the investigation. The pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported cs alarm issue was unable to be duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication as to what call service alarm had the issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).